Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by physical stress / chemical stress / storage environment. This information is addressed in the instructions for use (IFU): users can detect the suggested event properly by handling the device in accordance with the following IFU. "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed that the device was peeling off on the insertion section which could be due to wear and tear during use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus evis exera iii bronchovideoscope to the service center due to peeling. Upon reprocessing and estimation of the returned device, it was observed that the outer surface of the device was blistering and peeling off. There was no harm or user injury reported due to the event.